Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found when the device was powered on a whitescreen "hw: watchdog error" was displayed and the device audibly alarmed. Further testing found the snaphat battery voltage that supported ram chip on uic board was found to be 1.916 vdc (nominal 2.8 vdc). The probable cause for the customer complaint was due to a depleted snaphat battery that supported ram chip u2 on the uic 1 board. Due to the depleted battery, the ram data was corrupted and resulted in a whitescreen error. This report represents all the information known by the reporter upon query by hospira personnel.